Event description:
It was reported that intermittent malfunction alarms occurred. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level ranged from 200-250 mg/dl.